Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. D4 batch#: c8002j. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the tyvek of the packaging was damaged for outside. The sales unit carton was not received. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot/batch: c8002j, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4) date sent: 1/6/2026 d4 batch #: unknown d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested and the following was obtained: does the damage to the package compromise the sterility of the device? Yes. Which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Tyvek. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the package was found damaged before using. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.